Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot tests were performed and passed. Receiver functional testing was performed and passed all relevant tests. A tone at medium test using the global communication tool was performed and passed. Manual functional "try it" tests were performed and passed. An internal visual inspection was performed and passed. Speaker audio and wiggle tests were performed and passed. The speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.